Manufacturer narrative:
A ge svc rep performed phone support to the customer. The sys was repaired in this manner. No additional repair info available.

Event description:
The customer reported the sys failed to produce fluoroscopy x-ray. No report of pt injury.